Event description:
It was reported that the patient had canister issues with only holding urine about 2 inches. Also stated patient had not been using the purewick urine collection system enough for it to be replaced with the purewick accessory replacement kit. It was noted that the kit was delivered with original purewick urine collection system on 10jun2021. Patient stated that they were not aware that it was recommended to be replaced every 60 days and was aware only after representative advice. Patient stated that they had used the purewick only 21 times at nights and the suction did not fill the canister properly and it leaked. It was noted that the patient had been using purewick product for more than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "missing instructions; vendor/printer error". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿replacing canister and tubing: replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: ¿ canister or tubing has residual urine build-up .¿ canister or tubing appear cloudy. ¿ canister or tubing appear discolored. ¿ canister becomes cracked. .¿ tubing becomes torn ¿ purewick¿ external catheter no longer securely connects to collector tubing. Failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had canister issues with only holding urine about 2 inches. Also stated patient had not been using the purewick urine collection system enough for it to be replaced with the purewick accessory replacement kit. It was noted that the kit was delivered with original purewick urine collection system on (B)(6) 2021. Patient stated that they were not aware that it was recommended to be replaced every 60 days and was aware only after representative advice. Patient stated that they had used the purewick only 21 times at nights and the suction did not fill the canister properly and it leaked. It was noted that the patient had been using purewick product for more than 90 days.